Event description:
It was reported that the left ventricular (lv) lead was exhibiting an elevated threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4063 competitor implantable pacing lead 2004 (B)(6); 6947 implantable tachy lead 2004 (B)(6). (B)(4).